Event description:
When attempting to place a stent inside a previously placed stent located in the papillary of vater, it appeared that the stent was shorter than its expected length. The patient is a male (age unknown). The vessel had no calcification. It is unk if the vessel was tortuous. Also, the rate of stenosis is unk. The existing stent in the lesion was a diamond (boston scientific). The size of the stent and date when the stent was placed are unknown. To perform the procedure, and endoscope was inserted and a guidewire was advanced across the lesion. The lesion was not pre-dilated. After properly inspection and prepping the stent delivery system (sds), the physician advanced the device over the guidewire and through the endoscope, without difficulty. When the sds was positioned at the lesion, the physician went to deploy the stent, but there was some resistance met during deployment. When the stent was deployed, it had only expanded to 40mm when it should have actually expanded to 80mm. Therefore, the physician needed to place another stent to fully cover the lesion, and the procedure was successfully completed. It is unk if the size of the stent was verified with the size of the stent labeled on the package, prior to use. There are no films avail. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.